Manufacturer narrative:
A software analysis was initiated. The manufacturer representative (rep) reviewed the case and as per the hardware analysis, the software was looping back to the log in screen when logging into stealth or stealth admin and the os was corrupt. The issue is consistent with a known software issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9736356, serial/lot #: (B)(4). A manufacturer representative went to the site to service the system. The ssd was replaced. A system checkout was then completed and showed the system was functioning as intended. The ssd was returned to the manufacturer for further analysis and the reported issue was confirmed. Functional tested found this issue was caused by a corrupt ssd. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure (no patient present). It was reported that the manufacturer representative needed to reboot the system after receiving an error with the "siu" and after that he was unable to log into both the admin and the software application. The system was rebooted, but the same behavior occurred. He attempted with both the on-screen keyboard and the normal keyboard. It was stated that the probable cause was a corruption on the solid state drive (ssd).